Manufacturer narrative:
G4: 17jan2020. B4: 20jan2020. The part was not returned for evaluation. A supplemental report will be submitted when new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25oct2019.

Event description:
The customer reported a faulty touchscreen. There was no patient involvement.